Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow-up, upon interrogation the right ventricular lead exhibited high pacing thresholds. The lead was explanted and replaced.